Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the system would not power up on battery. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This is mainly a back-up unit that has only been plugged in a few hours at a time when used for a case. Per the field service rep (fsr), the system sits idle most of the time. He has informed the user facility's biomedical engineer that the system needs to be plugged in when not in use so the battery stays charged.